Manufacturer narrative:
Intuitive has received the large hem-o-lok clip applier associated with this complaint and completed investigations. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have one broken grip cable at the proximal end in the housing. The grip cable was broken near the backend pulleys.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier wire popped while clipping the cystic duct. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior with no noted damage. The clip was dislodged on the 1st application. The clip was retrieved in the same procedure. The type of clip was a large weck hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use.